Event description:
The event involved an unspecified cogent monitor. The customer reported that due to inaccurate co/ci readings (with a catheter that has been in use for less than 24 hours), thermodilution was required. The cardiac surgeons reported that they were administering inotropes based on inaccurate values. Although there was a delay in therapy, there was no human harm reported as a result of this event.

Manufacturer narrative:
The device is not available to be returned for evaluation. Without the returned device, a probable cause is unable to be determined.